Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent an unspecified breast reconstruction with a mentor memorygel, 215cc, gel breast implant experienced left-sided ptosis post procedure. The issue was diagnosed through physical examinations. As a result, the patient underwent capsulectomy, and unilateral replacement with cat#: shpx200, sn#: (B)(4), on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6) female who underwent an unspecified breast reconstruction with a mentor memorygel, 215cc, gel breast implant experienced left-sided ptosis post procedure. The issue was diagnosed through physical examinations. As a result, the patient underwent capsulectomy, and unilateral replacement with cat#: shpx200, sn#: (B)(4), on (B)(6) 2022.

Manufacturer narrative:
New information received with the device indicated that the device was explanted on (B)(6) 2021. Additional information received on january 20, 2022 indicated that the healthcare professional reported that the patient has had a right breast mastectomy. Therefore she has one native breast and one reconstructed breast, which it looks mismatch. Suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 215cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).